Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.